Event description:
The facility's technician reported an infusion pump with fail code 814:02. Information regarding whether or not the device was in use on a patient when this failure occurred was not available, and no additional contact information was provided. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.